Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced a recent fall and has an infection at ipg site. It was reported that there was redness and inflammation at ipg site. No cultures were taken. Surgical intervention may be undertaken to address this issue.